Manufacturer narrative:
Company representative evaluated the unit. Corrections included reset to factory defaults and verified all telepacks were communicating, audio and printers were operating.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.